Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the device diagnostic code lognoted a vent inop occurrence due to a flow sensor failure. The service technician performed testing of the flow sensors and etended self testing and all tests passed per operating specifications.